Event description:
It was reported that during a routine inspection before use of the cardiosave intra-aortic balloon pump (iabp) prompted "iabp may need maintenance" after the machine is turned on. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp. The fse replaced the negative pressure filter and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine inspection before use of the cardiosave intra-aortic balloon pump (iabp) prompted "iabp may need maintenance" after the machine is turned on. There was no patient involvement and no adverse event was reported.